Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery of their implantable cardioverter defibrillator (ICD) depleted too quickly and was also explanted and replaced at the time of their lead revision. No patient complications have been reported as a result of this event.